Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 300cc mentor smooth round moderate profile saline breast prosthesis (left) and an unknown mentor smooth saline implant (right) and experienced autoimmune symptoms including rheumatoid arthritis, lyme disease, hashimoto¿s, irritable bowel syndrome, food sensitivity, food intolerances, acid reflux, vomiting, inflammation, joint pain, fatigue, breast implant illness, muscle pain, weakness, swelling, rashes, weight problems, insomnia, hypothyroid, urinary tract infection, yeast infections, bloating, elevated c-reactive protein, and elevated erythrocyte sedimentation rate post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.